Manufacturer narrative:
The connex spot monitor is intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric, and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments this product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply and the pwcd-2 is the power cord. The power supply and power cord were received at hillrom service centre where they were preliminarily inspected. They were then forwarded to the hillrom manufacturer for a thorough investigation, as the customer deemed there was no damage with the csm unit itself and did not deem it necessary to send the csm in for inspection. Hillrom has completed investigation of the csm melted power supply, and supplied the customer with a replacement power supply and power cord. Preliminary inspections showed that the plug and socket were both melted on the same spot. Further investigations have concluded that the root cause is a burned pcba which resulted from a short caused by liquid ingress. A short occurred at the ac power input of the power supply. Looking at the burn pattern on the pcb and the possibility of liquid ingress, the power supply had ac power applied in a short circuit state (tens of ohms to hundreds of ohms) to the extent that the ac input fuses did not open and current continued to flow, causing heat to be generated and the radial burn pattern that was found. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, before cleaning the monitor, disconnect the ac power cord from the mains outlet and the power source. Do not immerse or autoclave the monitor or accessories and warning liquids can damage electronics inside the monitor. Prevent liquids from spilling on the monitor. The cleaning instructions clearly state: disconnect the ac power cord from the mains outlet.[...]wipe the ac power cord and the apm work surface power/usb cable assembly. [...]allow all components except the lcd screen to air dry. Additionally, if a device were to get hot to touch, spark, have burn marks, melted or burned components a trained clinician would not use the device and remove it from the patient's environment.

Event description:
The customer reported that that the plug of the csm unit melted into the outlet while it was being charged. The picture provided of the power cord, indicates that the plug melted at the end which connects into the power supply. There was no reported patient involvement or injury. The power supply and power cord were received at hillrom service centre where they were preliminarily inspected. They were then forwarded to the hillrom manufacturer for a thorough investigation, as the customer deemed there was no damage with the csm unit itself and did not deem it necessary to send the csm in for inspection. Hillrom has completed investigation of the csm melted power supply, and supplied the customer with a replacement power supply and power cord. This complaint is captured under (B)(4).